Event description:
Subsequent to the initial medwatch report, it was learned that the patient had experienced stable angina and restenosis was diagnosed in the index lesion. On (B)(6) 2012, the patient was hospitalized. Percutaneous coronary revascularization was performed in the target vessel, target lesion on (B)(6) 2012. The patient's condition resolved and the patient was discharged from the hospital on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of angina, as listed in the (B)(4) xience v instructions for use, is a known adverse event associated with coronary stenting procedures.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience v 2.5 x 28 mm; other: aspirin, clopidogrel. There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the xience (B)(4) instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent xience v stenting procedure in the proximal right coronary artery with one 3.5 x 28 mm stent and in the proximal right descending artery with one 2.5 x 28 mm stent. On (B)(6) 2012, the patient experienced restenosis in the index lesion. The patient is expected to undergo percutaneous coronary revascularization on (B)(6) 2012. There was no additional information provided.